Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of complaint history revealed no prior complaints for the listed lots. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported the patient presented right knee arthrofibrosis. A manipulation under anesthesia was done.